Event description:
On (B)(6) 2025, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that his pd catheter (not a fresenius product) was not draining correctly, and he was diagnosed with an infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following cloudy peritoneal effluent fluid noted by the patient. Laboratory results from specimens obtained and tested for diagnosis by the hospital were not reported; however, it was stated that there was ¿no bacteria¿ related to the infection. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intravenous (IV) vancomycin and IV cefepime (dosages and frequencies not reported) to address the infection while hospitalized. The patient was unable to undergo pd, so a central vascular catheter was placed, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy (unknown brand and model of device) for the duration of the admission. The patient underwent a catheter revision during this hospitalization and was able to retain his catheter. The patient was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues to receive antibiotic and in-center hd therapy post-discharge with plans to return to ccpd two weeks from follow-up.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined in the absence of a reported source of transmission or laboratory results; however, it was confirmed this patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures were not reported, a reduction in the disease process, as the patient was able to be discharged home, provided evidence of a resolving peritoneal infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2025, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service that his pd catheter (not a fresenius product) was not draining correctly, and he was diagnosed with an infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following cloudy peritoneal effluent fluid noted by the patient. Laboratory results from specimens obtained and tested for diagnosis by the hospital were not reported; however, it was stated that there was ¿no bacteria¿ related to the infection. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intravenous (IV) vancomycin and IV cefepime (dosages and frequencies not reported) to address the infection while hospitalized. The patient was unable to undergo pd, so a central vascular catheter was placed, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy (unknown brand and model of device) for the duration of the admission. The patient underwent a catheter revision during this hospitalization and was able to retain his catheter. The patient was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis, and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues to receive antibiotic and in-center hd therapy post-discharge with plans to return to ccpd two weeks from follow-up.